Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that approximately 10 days post implant, the patient with this right ventricular (rv) lead was hospitalized due to an unstable condition. A system interrogation confirmed loss of rv capture and no intrinsic rhythm; an echocardiogram showed a cardiac tamponade. The physician elected to extract the rv lead and implant another lead of different model type exhibiting a passive fixation mechanism. The extracted lead is intended to be returned for analysis and no additional medical intervention was required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not reveal any abnormalities nor identify any lead characteristics that would have caused or contributed to the reported clinical observations.